Event description:
Via clinical study, it was reported that the patient experienced heterotopic ossification at the c5/6 index level of a simplify implant. It was also reported that in relation to the heterotopic ossification, the patient experienced a herniated disc at the c6/7 level which required a discectomy/ disc arthroplasty on (B)(6) 2020. The patient was further treated with pain medication. There is no reported plan to remove or revise the simplify implant. No additional information is available.

Manufacturer narrative:
There was no product returned and there was no product problem identified. The device remains in-situ with no reported plans to remove or revise. A definitive cause of the reported ossification cannot be determined. Label review: "there is a risk of heterotopic ossification associated with artificial cervical discs which could lead to reduced cervical motion or fusion at either the treated level(s) or adjacent levels." If additional information becomes available, a supplemental report will be filed.